Event description:
A malfunction alarm designated as 20a was reported with the pump during the load process. There was no adverse impact to the customer¿s blood glucose level, specifically not exceeding 500 mg/dl (27.7 mmol/l). The customer attempted to resume insulin therapy but encountered recurring cartridge alarms. Technical support assisted in loading a new cartridge, and ultimately decided to replace the pump as it was under warranty. Meanwhile, the customer was guided to use multiple daily injections (mdi) as a backup therapy. Instructions were provided to the customer for putting the pump into storage mode and returning it within 10 days using a pre-paid label.